Event description:
It was reported by the patient that no disposable pump alarmed. The same alarm was received when cassette was changed to back up pump. New cassette was mixed and no further alarms. The cassette alarmed with 48 milliliters reservoir volume. No patient involvement or injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required.h10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.